Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers that may have been involved. The information for each lot number is as follows: medical device lot #: 20125765 , medical device expiration date: 2023-12-07, device manufacture date: 2020-12-04. Medical device lot #: 20076796, medical device expiration date: 2023-07-17, device manufacture date: 2020-07-16. Medical device lot #: 20125795 , medical device expiration date: 2023-12-07, device manufacture date: 2020-12-04. Investigation summary: two samples were received for quality investigation. The customer complaint of component damage - no leak could not be verified. The two samples were connected to a syringe and fluid was pushed through the tubing and fluid was drawn through the tubing into the syringe. There was no indication of occlusion, air-in-line or leakage on either extension set submitted for evaluation. The customer reported that the lot number is "unknown." The samples received indicated the lot numbers 20125795, 20125765 and 20076796. A device history record review for model 20039e, lot number 20125795 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e, lot number 20125765 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e, lot number 20076796 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the failure mode reported could not be established because a failure could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: two samples were received for quality investigation. The customer complaint of component damage - no leak could not be verified. The two samples were connected to a syringe and fluid was pushed through the tubing and fluid was drawn through the tubing into the syringe. There was no indication of occlusion, air-in-line or leakage on either extension set submitted for evaluation. A root cause for the failure mode reported could not be established because a failure could not be replicated.

Event description:
It was reported that smallbore 6 inch ext vlv experienced 3 potential cases of device damage/deformation/cracking. The following information was provided by the initial reporter: material #: 20039e, batch/lot #: unknown (potential lot #s are 20125795, 20125765, 20076796). It was reported that the product failed. Our clinicians are experiencing issues with this item since october.